Manufacturer narrative:
Claim# (B)(4).

Event description:
An presentation titled " one-year clinical outcomes of evo+ visian icl implantation using swept source anterior segment optical coherence tomography (casia2)", indicated during a 1 year study it notes there was 8 cases of lens rotation. 6 of these cases had lens repositioned. Also lens explant/exchange occurred were done in 2 cases due to excessively high or low vault.